Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any adverse patient consequence? Customer considered it may impact wound healing. Was there any medical or surgical intervention performed to address any patient consequences? Resew again. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated that the patient had to be re-sutured. Was that re-suturing done during the procedure or post-operatively after the procedure?

Event description:
It was reported that a patient underwent a cystectomy on (B)(6) 2018 and suture was used. During the procedure, the suture broke and re-suturing was done. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # kj111 is not a valid lot number. Please confirm lot number.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: lot # kj111 is not a valid lot number. Please confirm lot number. Could not provide additional information. It was stated that the patient had to be re-sutured. Was that re-suturing done during the procedure or post-operatively after the procedure? During the procedure